Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 3 was failed. A field service engineer (fse) found no failures at the station. During testing, the drawer intermittently failed to detect when it was closed. The fse tried inspecting the latch, retractor band, and latch sensor, but the issue remained intermittent. After re seating the row ribbon cable at the row trays, the issue was resolved. The system functioned as intended after the field service engineer repaired the device.